Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of irritation, swelling, edema, swollen pockets, knots, nodular, erythematous, and tender are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported that a patient was injected in the perioral area and the lips with two syringes of juvéderm volbella® xc. About 2.5 months later, the patient was injected in the marionette lines with juvéderm® ultra plus. Three months after that, the patient was injected in the mid face with an unspecified amount of juvéderm voluma® xc. Around one week following the third injection, the patient developed "irritation" and swelling around the lips. Edema was also present around the perioral area, and the bottom lip "had two swollen pockets that were visible." Healthcare professional described there were, "knots on the bottom lip" and it "felt nodular all around." Symptoms were additionally noted as erythematous and very tender. One to two weeks after symptom onset, vitrase was given as treatment which improved the swelling and the top lip but the bottom lip "still had knots." A second treatment of vitrase was administered 3 days later. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2017-01741 ((B)(4)) and MDR ID 3005113652-2017-01742 ((B)(4)). This MDR is being submitted for juvéderm voluma® xc.

Event description:
Additional information: patient¿s symptoms resolved 8 weeks following the last vitrase treatment.